Manufacturer narrative:
(B)(4). Concomitant medical products: femoral item # unknown lot # unknown, tibial item # unknown lot # unknown, art surface item # unknown lot # unknown, art surface item # unknown lot # unknown. Report source: (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 00018225034-2019-05247. 00018225034-2019-05249. 00018225034-2019-05248. 00018225034-2020-00835. This complaint was not confirmed. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Medical records were not provided. A definitive root cause cannot be determined.

Event description:
It was reported that following a rotating hinge knee procedure, patient experienced infection and had a femoral and art surface revision on unknown date. The onset date of the infection is unclear and the infection continues to date. The patient is being considered for a tibia revision or an amputation.